Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of recurring incontinence is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the sling - mens instruction for use document, urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this male sling due to the patient having radiation therapy resulting in recurring incontinence. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.